Event description:
An ophthalmic surgeon reported that the silicone tip cannulas used during different surgeries lost fluid at the unction between the cannula and the silicone tip during different moments of the surgery. Add'l info has been requested but not rec'd to date. There are four medical device reports being filed for the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).